Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported device failure to pass its internal self test, however, performance testing could not reproduce the reported failure. The investigation determined that the root cause was the inspiratory flow sensor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.